Event description:
Fusarium corneal infection, etiology not determined. Pt was an intermittent contact lens wearer usig renu with moistureloc...also had an eyelash poking cornea causing an abrasion...could also have been source or contributing factor. Outcome of this infection was favorable with restoration of 20/20 vision. A significant corneal scar was the result. It was off axis so visual acuity was spared. Pt was out of work for 3 months and suffered a great deal during the infection. Early intervention and prompt culturing of this lesion was probably the key to its favorable outcome.